Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a transmission for false pause episodes. It was noted that this was due to undersensing. The patient would continue to be monitored. The patient was stable.